Event description:
New information was received that the pacemaker was explanted and replaced on (B)(6)2021. The patient condition was stable post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital. Upon interrogation, the patient's pacemaker was found in backup vvi mode. The patient condition was stable.